Event description:
It was reported that the customer had a button error alarm during bolus setting on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer had a back up plan per healthcare provider instruction and already use it. The customer was advised that the insulin pump will need to replaced.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with minor scratches on lcd window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information.